Manufacturer narrative:
(B)(4). Shrouds. The analysis results found that one ec60 device was returned with the shrouds open and with an unfired reload loaded on the device. No functional test could be performed due to the conditions of the device. However, the returned reload was tested for functionality with a test instrument and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the shrouds became damaged; it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during an unknown procedure, there is no information at all on the device function. It is unknown if there were any patient consequences. It is unknown how the case was completed.